Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abdominal pain, dysmenorrhea, menorrhagia, bloating, vomiting, vaginitis, sexually transmitted disease, burning micturition, fatigue, nausea, dysuria, pyelonephritis, hematuria, acne, graves' disease, hirsutism, irregular menstrual cycle, vitamin d deficiency, urinary incontinence and umbilical hernia repair. On (B)(6) 2020, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("she reports that she did have a pregnancy since having her essure but she never went back for her essure confirmation test."). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy.). Essure was removed. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following events were described in medical records- pelvic pain, pregnancy with contraceptive device and device ineffective. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abdominal pain, dysmenorrhea, menorrhagia, bloating, vomiting, vaginitis, sexually transmitted disease, burning micturition, fatigue, nausea, dysuria, pyelonephritis, hematuria, acne, graves' disease, hirsutism, irregular menstrual cycle, vitamin d deficiency, urinary incontinence and umbilical hernia repair. On (B)(6) 2020, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("she reports that she did have a pregnancy since having her essure but she never went back for her essure confirmation test."). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy.). Essure was removed. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following events were described in medical records- pelvic pain, pregnancy with contraceptive device and device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.